Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09sep2019. The service technician verified the reported problem. The service technician replaced the power switch overlay to address the reported problem.

Event description:
The service technician reported that the led is defective. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date received by manufacturer: 25 october 2019. Date of this report: 13 november 2019. Failure analysis on the returned power switch overlay shows that the broken trace on the power on (green) & ac (amber) led created the led not to illuminate.